Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with a peritoneal dialysis catheter. The customer states the peritoneal dialysis catheter was inserted in june 2003. Recently there was leaking found on this tenckoff catheter near the exit site, and the cuff was found loosened. The catheter has been removed. The pt was treated with antibiotics for peritonitis.